Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The report also represents notification of 2 events for death due to persistent endoleak.  Please note that patient specific details (demographics, medical history and reason for intervention) are not available.  The devices are palmaz stents but the catalog and lot numbers are not available. The citation is as follows:   abdulrasak et al the long-term durability of intra-operatively placed palmaz stents for the treatment of type ia endoleaks after evar of abdominal aortic aneurysm, european journal of vascular and endovascular surgery (2016), http://dx.doi.org/10.1016/j.ejvs.2016.10.004.  As noted in the publication by abdulrasak et al ¿the long-term durability of intra-operatively placed palmaz stents for the treatment of type ia endoleaks after evar of abdominal aortic aneurysm,¿ european journal of vascular and endovascular surgery (2016), http://dx.doi.org/10.1016/j.ejvs.2016.10.004; there were 24 events in which the palmaz stent was ineffective in treating the endoleak type 1a of non-cordis devices and 5 palmaz stents required re-ptas. Nine patients (7%) died within 30 days of the evar operation and 2 patients died after 30 days from persistent type ia endoleak in the palmaz stent arm of the study. There were 13 palmaz stent migrations. 1. 24 device ineffective 2. 5 re-interventions  3. 9 deaths within 30 days of the operation  4. 2 deaths after 30 days from persistent type ia endoleak  5. 13 palmaz stent migrations. 2016-00006054-4 no lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿24 device ineffective¿, ¿5 re-interventions¿, ¿9 deaths within 30 days of the operation¿, ¿2 deaths after 30 days from persistent type ia endoleak¿ and ¿13 palmaz stent migrations¿  could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics and other factors are unknown therefore it is unknown what factors may have contributed to the reported events. According to the instructions for use ¿potential complications associated with the use of vascular implants may include but are not limited to: stent migration. Patients who are not suitable candidates for the implantation of the large palmaz balloon-expandable stent include the following: those who have an aneurysmal dilatation of the iliac vessel proximal or distal to the stenotic or occluded lesion.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. This is one of 4 reports associated with the publication.

Event description:
As noted in the publication by abdulrasak et al the long-term durability of intra-operatively placed palmaz stents for the treatment of type ia endoleaks after evar of abdominal aortic aneurysm, european journal of vascular and endovascular surgery (2016), http://dx.doi.org/10.1016/j.ejvs.2016.10.004; there were 24 events in which the palmaz stent was ineffective in treating the endoleak type 1a of non-cordis devices and 5 palmaz stents required re-ptas. Nine patients (7%) died within 30 days of the evar operation and 2 patients died after 30 days from persistent type ia endoleak in the palmaz stent arm of the study. There were 13 palmaz stent migrations. 24 device ineffective. 5 re-interventions. 9 deaths within 30 days of the operation. 2 deaths after 30 days from persistent type ia endoleak. 13 palmaz stent migrations.